Event description:
The customer observed false reactive architect hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) results were 0.70, 0.83, 0.96, 1.01, and 1.16 s/co. The sample was repeated on another analyzer and the results ranged from 0.07-0.11 s/co. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive architect hiv ag/ab combo results on an architect i2000sr processing module, serial number (B)(4). Through an extensive investigation, the fsr found the arc bfr lls sens, list number 08c94-65, was connected incorrectly. The fsr corrected the connection, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.